Event description:
A faulty stylet was reported; it fell apart and the end broke off during steering. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).